Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. Per tandem's t:slim user guide, "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple auto-off alarms. Reportedly, the customer's blood glucose elevated to 400-499 mg/dl. The customer was admitted to the hospital on (B)(6) 2019 with blood glucose of 977 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip and magnesium. Reportedly, customer was released from the hospital on (B)(6) 2019. Additionally, it was discovered the customer changed supplies every 3 days. Cts advised customer to change supplies every two days and customer acknowledged. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting.